Manufacturer narrative:
The fse that encountered the issue replaced the right display hinge (0105-00-0138-02) and the left display hinge (0105-00-0138-01). The fse performed functional and safety checks. The maquet failure analysis and testing dept.(fat) received hinges part number 0105-00-0138-01 and 0105-00-0138-02 with a reported unit failure of the top screen being difficult to open. The fat performed a visual inspection and found the parts to be in a worn condition. The fat installed the hinges in cardiosave test fixture and tested them to factory specifications per the cardiosave service manual. It was found that the top screen was difficult to open due to the hinges being seized up. Failure was replicated but no root cause defined. Retaining the part in the failure analysis and testing department per procedure.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit top screen was difficult to open. There was no patient involvement reported.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.